Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedances greater than 3,000 ohms, noise and non-capture. It was alleged that this lead was fractured. The patient pacing in the atrium 0% of the time; therefore, the physician does plan to perform any intervention at this time. No adverse patient effects were reported.